Manufacturer narrative:
Other, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
.It was reported that the pump displayed no disposable alarm. No patient injury was reported.

Manufacturer narrative:
H4: correction: device manufacturing date: 30-jul-2016.